Manufacturer narrative:
Submit date: 11/01/2017. If information is provided in the future, a supplemental report will be issued.

Event description:
A non-specified issue was reported by the customer. Upon triage of the enteral feeding pump, on (B)(6), service found that the pump's screen was half black and half on.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer "did not state any complaint allegation". Upon triage, service found that the pump's screen was half black and half on but failure investigation could not confirm issue at this time¿. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.